Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported when the patient presented in the cath lab for a device upgrade high, out of range, high pacing lead impedance was observed when the new lead was connected to the pacemaker system analyzer (psa). The lead was replaced. The patient tolerated the procedure well and will be followed normally.